Event description:
Per the audiologist, the patient reportedly experienced hearing abnormal sound with the device. The results of an integrity test done in late 2008 indicate device not functioning correctly. Explant and reimplantation is planned, but had not been scheduled at the time of this report, 2009.